Manufacturer narrative:
The laboratory routinely reviews 50% of no further reviews (nfr), and had no record of review of this particular pt's sample in 2008. The pt was never classified as high risk. The laboratory's (B) (6) 2010 no further review rate was 606. The approximate number rescreened was 303. The system was determined to be operating as expected. The occurrence of an abnormal in the nfr led to a false negative that resulted in a delay of diagnosis and treatment of cancer for this pt by one year. The incident did lead to a delay in surgical treatment of pt by one year. The treatment did not differ based on the delay. The device performed within labeling claim as intended. No field safety corrective actions are planned as a result of this complaint.

Event description:
Lab found high grade positive sample in 2009. Investigation of pt history found previous sample from 2008 classified in no further review (nfr) population but was positive for abnormal cells. Lab reported a false negative based on the 2008 sample. Pt's 2009 sample was confirmed by biopsy (hsil confirmed of cervix). Pt had a total hysterectomy based upon biopsy results of hsil.